Event description:
Issue high voltage on electrode on cath, didn¿t click into catheter correctly, tried several problem-solving techniques, still error, used another cable worked fine. No pt harm. Manufacturer response for cath to generator cable, sterile, cath to generator cable, sterile (per site reporter).